Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that a piece broke off of automated impella controller near where the white cord goes into the controller. They switched to new controller and there was no patient harm.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: console logs did not contain any data relevant to the complaint. Device analysis: console was tested after arriving and the optical connector dust cover was confirmed to be broken. Root cause: the root cause of the broken pump connector dust cover was most likely related to excessive force during use. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.